Manufacturer narrative:
The device was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification shows minimal electrode wear with a significant amount of dried blood and tissue present on and under the electrodes. There are no manufacturing abnormalities visually observed with the returned wand. The wand was connected to a compatible controller and activated in saline solution at the default and max settings on the controller and performed as intended. The suction line was tested and saline did not flow through out the line. The line was back flushed and suction was restored as saline flowed through out the line without hesitation. The complaint was verified regarding no suction and the root cause for this event could not be determined with confidence as several factors could contribute to suction failure. It is possible that the suction line became disconnected, suction pressure may have not been enough to excavate blood and tissue, or there was an attempt to excavate large ablated tissue remnants. These factors can cause the tip to clog; therefore, decreasing the functionality of the wand. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that, during a tonsillectomy, the suction of the procise xp coblator ii was not working. Surgeon then switched to suction bovie to successfully complete procedure. The surgery was delayed less than 10 min. No patient injury was reported.